Event description:
It was reported that a customer experienced an issue with their pump, where the screen was black and found to be broken and unreadable. There was no reported impact to the customer¿s blood glucose level. The customer is in the process of returning the faulty pump, and a replacement pump was provided to ensure uninterrupted insulin delivery.